Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in spain it was reported that patient faced 5 infusion set fell off events on (B)(6) 2024. The infusion set was in use for few hours. No further information available.